Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies were not detected on the bus. The customer attempted to restart the machine, but this did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on bus. A field service engineer was reported by the client that multiple pocket failures across the station but was only able to identify one problematic half height drawer 3.2 on the main. Removed the back panels from each half height drawer, tightened the latch mount and catch screws, reseated the row ribbon cables from the controller board, and replaced the pixie bus cable on the back of the unit. After reseating all components, checking connections, and restarting the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.